Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was not working was not confirmed. However, during evaluation, a visual and functional assessment was performed which showed that the device ran in safety (power broken). It was determined that this was due to failure to follow the directions for use and running the device in the safe or load position, which was further classified as user error. Furthermore, it was determined that the cord on the device was cut with the wires exposed and also cut. It was determined that this was due to mishandling the device by allowing the hose to come into contact with a sharp object which punctured the cord or by exerting an extreme force on the hose during cleaning. This was also classified as user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was not working. During in-house engineering evaluation, it was determined that the device ran in safety (power broken). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.